Event description:
Pt is using smiths medical cozmo 1700 series insulin pump. In 2008, screen went blank and could not be restarted despite changing battery; therefore, pt was without insulin delivery. She contacted company who stated could not deliver replacement until two days later unless pt willing to pay for express sunday shipping. Per smith's medical, they agreed pump broken, explained problem was something within power supply was shorting out. In speaking with pt, she reports that she has had numerous problems with the pump over the past year with power loss and cracked cases. She was very upset with smith's policy of charging patients add'l for weekend shipping. She was able to contact endocrinologist over weekend to get instructions for insulin dosing while off pump, but still with blood sugars over 400 mg/dl on the day after the original date am. Dates of use: > 3 years. Diagnosis or reason for use: type 1 dm.